Manufacturer narrative:
This report is being supplemented to provide additional information based on the results of evaluation and legal manufacturer's final investigation. From the results of evaluation, the following items were observed: - bottom chassis, front panel, front chassis, rear panel and top cover need to be replaced due to corrosion. - power switch needs to be replaced due to crack damage around indicator and white plastic. - worn out lock latch on video connector causing loss of image when wiggled - the scope end connector does not hold scope connector properly. - "the socket is loose they were losing video connection you wiggle it and get some weird lines and it goes dark on them sometimes". A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 10 years since the subject device was manufactured. Based on the results of the investigation, a definitive root cause could not be established. The suggested phenomena were presumed to have been due to a faulty dr board (printed circuit board), and that the video connector of the endoscope could not be held properly due to wear of the lock lever of the video connector socket. As there was no information received of clear misuse of the device, there is no labeling advisory that was deemed required or recommended for the user facility. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The evaluation of the event is ongoing. Three attempts were performed to obtain additional information, but no response was received from the customer. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported the video system center had no image. It is unspecified when the issue occurred. There were no reports of patient harm.